Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high and low blood glucose. The customer's blood glucose was up to 500, 53 mg/dl. The customer was treated high blood glucose with the insulin pump and low blood glucose with the juice. The customer stated that it was noisier to rewind and slower and squirts insulin when priming, when he puts the infusion set in and he was not even touch button and it squirts. The insulin pump will not be returned for analysis.